Manufacturer narrative:
No conclusion code available; final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion leading to eri was observed. The device was explanted and replaced. Patient was not symptomatic.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.